Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the bolus history was not properly recording. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was exercised for 24 hours with no issues observed. The pump was able to successfully performed a normal 10u bolus and a 10u audio bolus. Both were accurately recorded in the pump history. The bolus history was found to be recording properly. No hypersensitive keys were observed on the keypad. The display screen was dim and discolored.